Manufacturer narrative:
(B)(4).

Event description:
It was reported that a recently implanted patient developed a post-operative infection at the site of her neck incision. The patient was at the emergency room at the time of the report. There was oozing present at the site. Exploratory surgery was performed and did not identify any puss pockets, but did find the tie down had released from the tissue, but was still attached to the lead. The old tie-down was removed and a new tie-down put in place. It was reported to have been a minor breakdown of the incision site. Cultures were taken and revealed pseudomonas. The patient stayed in the hospital over the weekend and was discharged on monday on antibiotics. The device was planned to be explanted if the infection did not resolve, however no known explant surgery has occurred to-date. The DHR was reviewed for the implanted generator and lead. The devices were sterilized prior to distribution and no anomalies were noted. No additional relevant information has been received to-date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
Later follow-up was received on (B)(6) 2017 that the vns site was still infected. The patient stated she banged her left chest in october and it became sore and painful. She went to the hospital and it was marked as cellulitis and she was prescribed an antibiotic for 10 days. An x-ray was done and it was reported that everything looked okay. The patient reported feeling better due to the medicine and the pain and tenderness subsided. Then on (B)(6) 2017 the same spot on her left chest became inflamed again and was painful. On (B)(6) 2017, she went to the ER. And she was seen by an infectious disease physician. IV antibiotics were started and blood cultures were taken. The patient was scheduled for explant surgery. When opening the chest pocket pus was present leading to the neck area, and the physician decided to explant the generator and lead. The patient reported that the cultures confirmed pseudomonas and a PICC line was started. The physician has no explanation for why it was reoccurring other than it never was completely eradicated.